Event description:
An information about this lead was received on 10/23/2013 stating that this lead was explanted (B)(6) 2013 due to device upgrade and an unknown issue. The physician was dr. (B)(6) at (B)(6) in (B)(6), wi. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).